Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.

Event description:
A physician attempted arteriotomy closure using the starclose device after an interventional procedure. Prior to deployment of the clip, the device came out of artery. The physician reverted to manual compression to achieve hemostasis. There was no pt injury reported.